Manufacturer narrative:
Date sent to the FDA: 08/27/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent dissection of omentum on (B)(6) 2011 during which the surgeon noted at the upper edge itself, there were 3 or 4 loops of intestine that were fused to the mesh. It was reported that the patient underwent removal surgery and small bowel excision on (B)(6) 2011 during which the surgeon noted at least 20 cm of the small bowel was so intimately matted with the previously placed mesh that it was completely inseparable. It was reported that the patient experienced severe pain, bowel obstruction, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.